Manufacturer narrative:
Identification #: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: findings/root cause: the reported complaint was not duplicated. The uut was tested and found to operate to specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the vent was not pulling more than 140 for tidal volume on a vent-delivered breath, and it kept alarming low pressure, and then it would alarm high pressure after resetting it. The event occurred during use. Patient involvement but no patient harm. The customer was able to return their unit for further investigation.